Manufacturer narrative:
B3: unknown. No information has been provided to date. D4: UDI: serial number known, but h4: manufacturing date is unknown. One device was received, for inspection. The device was functionally tested, but the reported alarming issue could not be duplicated. The device downstream occlusion seal was observed, to be damaged and was replaced.

Event description:
It was reported, that the device was beeping, during flushing. No more details provided. It is unknown, if there was patient involvement.